Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received an insulin flow block alarm. They were unable to rewind the insulin pump. The insulin pump was showing that rewind was completed but the motor inside the insulin pump was not moving all the way back. The customer's blood glucose level was 591 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: unable to verify no delivery alarm, insulin flow blocked alarm and pump error due to constant pump error alarm during testing. Unit received constant pump error 38 alarm during rewind due to corroded motor home switch. Pump received with minor scratched lcd window, scratched case and pillowing keypad overlay.